Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and a review of the logs. The apl diaphragm was replaced. Patient information could not be obtained after multiple attempts. Attempts were made as follows: 6/16/7 phone call, 6/19/21 phone call, 6/21/17 phone call.

Event description:
The hospital reported that a case was started with pre-oxyenating the patient with a mask on and 10 lpm flow of oxygen. After a brief period of time, the user noted that the unit alarmed and the patient was desaturating. It was further noted that the rebreathing bag was empty. The adjustable pressure limit valve (apl) was adjusted to 10 -15 cmh2o, and the rebreathing bag began to fill. The patient was then intubated and the case continued with no further reported complaint. There was no reported patient injury.